Manufacturer narrative:
This event occurred at star hospital in hyderabad, india. Section d4, catalog number, primary UDI number: corrected. Section g2: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console having a blank display was confirmed. The returned console, serial (B)(6), was connected to ac power and switched on. During the bootup sequence the display was unreadable. The console was power cycled and the observed issue remained. It was then opened and visually inspected and a small piece of foam came loose from the display window indicating that the console could have been hit. The display was replaced and the issue resolved. The foam piece was replaced as well. The console was then functionally tested and passed all tests. The console was ready for use and returned to the customer. The display was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned display assembly revealed no anomalies. The display assembly was plugged into a test unit and was found to be dark when powered on. There was no light emitting from the display. Supply voltages outputting from the j304 connector were within specification. The voltages that fed from the printed circuit board assembly (pcba) to the display itself were all 0v. The root cause for the reported event was determined to be a damaged display assembly. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L, section 3 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L, section 8.3 ¿recommended preventive maintenance¿) instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number, lot number: corrected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console was having a display issue.